Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Worry if cotton still stuck in v, looked as if it had broken off inside me-vagina [foreign body in reproductive tract]. When taking tampon out, the cotton was flattened and falling apart, opened to the exposed string to the core, and tip of tampon looked as if it had broken off inside me [complication of device removal]. String hardly holds the tampon cotton together, cotton flattened and falling apart, opened to the exposed string to the core, tip of the tampon looked broken off [device breakage]. Case description: consumer stated on product review website that the string hardly held the tampon cotton together, and the tampon was disintegrating. When taking the tampon out, the cotton was completely flattened and falling apart, opened to the exposed string to the core, and the tip of the tampon looked as if it had broken off. No serious injury was reported.